Event description:
It was reported that there was a right ventricular lead perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, th outer insulation was breached cut, there was blood in/on the helix mechanism sleevehead, there was tissue on the helix, the lead was stretched, and there was apparent lead damage. The analyst noted that the lead has been stretched so the inner tubing buckled and prevents the helix from extending and retracting.